Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 , that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. Also, the data evaluation confirmed a permanent signal loss. The root cause of the pairing failure was determined to be signal loss. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing and functional testing was performed and the tests passed. The shared data log was reviewed and it contained a bluetooth pairing failure event. The reported event of bluetooth pairing failure was confirmed. A root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of due to permanent loss of connection.